Event description:
It was reported a filter prematurely deployed in the left iliac vein. The device was not retrieved and another filter was successfully placed without pt complications. The pt's condition is good. This device remains implanted. Therefore, no failure analysis will be available. A lot search was performed and revealed no other complaints to date on this lot number. Based on the co's follow up, the co is unable to determine the exact cause for this event. The co directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter.. Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."